Event description:
It was reported that the user experienced hyperglycemia while out of insulin, with a maximum blood glucose of 305 mg/dl and subsequently performed a supply change; insulin delivery was resumed, and blood glucose was 153 mg/dl at the conclusion of the interaction. Customer care provided support that included troubleshooting and assistance with supply change and replacement. Investigation of this case revealed that the hyperglycemia was associated with being out of insulin, with cause of the high glucose otherwise unclear, and no device malfunction was identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin therapy with improvement of glucose into range without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.